Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir was used during our testing, several bolus deliveries were programmed and delivered, observed the liquid exit the tubing during the bolus deliveries and all boluses delivered properly and were listed in the daily history screen. No delivery anomalies or unexpected insulin flow blocked alarm noted during testing. However, power system error alarm was confirmed in the long trace and detailed trace analysis has confirmed the pump alarmed low battery then alarmed power system error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was monitored and no additional unexpected alarms or alerts occurred. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had unexpected error messages and delivery anomaly. It was reported that the pump would be replaced and returned for analysis. No further information provided.